Event description:
The customer complained of discrepant results for 1 patient sample tested for ise sodium electrode (na) and ise chloride electrode (cl) on a cobas c 111. The initial na result was 125 mmol/l. The initial cl result was 108 mmol/l. These results were reported outside of the laboratory where the patient's physician questioned them as the patient previously had normal na results. The sample was repeated on a different roche analyzer at a different laboratory and the na result was 137 mmol/l and the cl result was 95 mmol/l. No adverse event occurred. The na electrode lot number was 21581347 with an expiration date of 02-apr-2019. The cl electrode lot number was 21582847 with an expiration date of 26-jan-2019. The customer stated qc prior to and after the event were acceptable. The customer had a failed calibration on cl earlier on the day of the event, however, it was acceptable when repeated. When the other laboratory ran the patient sample, they noted there was gel or fibrin on the inside of the sample tube. The field service engineer (fse) visited the customer site and checked the overall functioning of the instrument. The fse replaced the ise pump tubing and the syringe seal as a preventive measure. The results from an ise check, a sample pipetting check and a precision check were all acceptable. The customer ran calibration and qc with results within the acceptable range. The customer has had no further issues. No issues were identified during a review of the alarm trace. Calibration data from after the event is acceptable. Qc results were within the acceptable range. The investigation determined the issue was solved by the service action.